Manufacturer narrative:
As reported, the sealant of an unknown mynxgrip vascular closure device (vcd) would not come out all the way from the tube. Therefore, hemostasis was achieved by manual pressure. The patient was not harmed. There was no reported patient injury. The operator was trained to use the device. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of an unknown mynxgrip vascular closure device (vcd) would not come out all the way from the tube. Therefore, hemostasis was achieved by manual pressure. The patient was not harmed. There was no reported patient injury. The operator was trained to use the device. The device will not returned for evaluation..